Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single high impedance measurement had been observed on the right ventricular lead of an asymptomatic patient. All other electrical values were normal. The lead was tested in clinic with normal results. No changes were made and the patient would continue to be monitored.